Event description:
It was reported that the patient received an lvad implant. Upon interrogation to turn on therapy and changing pace rate, the device would not interrogate. The device was later explanted as the communication anomaly was still present due to heartmate ii crosstalk inhibition.

Manufacturer narrative:
All information provided by manufacturer and a mandatory medwatch form. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory. The device was in a reset mode and was due to a low battery voltage. Based on device's parameters, the device was found to be with in the expected longevity. The power consumption of the device was measured and found to be normal.